Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio: 3.5 (at home, during training); (B)(6) 2012, 5.7 (at the dr's office). Pt was trained on the inratio meter on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.